Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3 ,h6, h10. The device was returned to the factory for evaluation on 06/08/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000303282 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 c-ring broke in the middle. No portion of the c-ring dislodge. Only split in half. The procedure was not altered. They had to open another kit to finish the case. No additional incisions were made. No procedural delay. No injury to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.